Event description:
The customer reports to philips healthcare that the heartstart mrx had a weak battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.